Manufacturer narrative:
The hospital discarded the lead. As no further information concerning this report is expected, our investigation is complete.

Event description:
Boston scientific received information that during a system explant for end of life (eol) the right ventricular (rv) lead was explanted due to a one day spike of out of range high pacing impedance greater than 2500 ohms. No noise or loss of capture was observed. The patient had a subcutaneous implantable cardioverter defibrillator (s-ICD) implanted. No additional adverse patient effects were reported.